Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5153832). The patient has alleged sinus problem, breathing, throat irritation, headache. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Manufacturer narrative:
The manufacturer previously reported as serious injury. In previous report. After further review the manufacturer determined as product problem the following correction has been updated in this report to reflect product problem. Section b1 has been updated to reflect as product problem. Section h1 and h6 has been reflect as product problem. Section h6 health impact code has also been updated to reflect the product problem.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged sinus problem, breathing, throat irritation, headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. After the repeated attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.